Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, an obstruction was removed. Customer's blood glucose ranged from 311-312 mg/dl. No additional information was provided.

Manufacturer narrative:
Device not returned.